Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
It was reported that the ventilator was not reading the correct reading. Reportedly, the proximal line would not pick up. The reported issue occurred during set up for use, with no delay to therapy noted. No patient involvement. The service engineer (se) inspected the device and could not duplicate the reported issue. No issue found. The unit passed all testing and was returned to the customer.